Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming "door not fully latched." The silver latch was reported to be up. The latch was lowered and the pump was restarted. When attempting disconnection, the pump stated that there were over three hours remaining to infuse, however the IV bag was empty with no medication remaining. Event occurred while in use with a patient but no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.